Manufacturer narrative:
Citation: noguchi m, yoshino k, kato n, sai y, ito j, obunai k. "Heart-shaped" infolding required surgical conversion of a 34-mm evolut fx in bicuspid aortic valve stenosis. Cardiovasc interv ther. Published online august 17, 2024. Doi:10.1007/s12928-024-01035-z. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient with a severely calcified bicuspid aortic valve who underwent transcatheter aortic valve replacement (tavr) with a medtronic 34 mm evolut fx valve. At the outset of the tavr procedure, a balloon aortic valvuloplasty (bav) was performed with a 25 mm balloon. Then, during valve deployment, transesophageal echocardiography (tee) exhibited poor dilation (expansion) of the valve, so the valve was recaptured and redeployed, but this maneuver did not improve the dilation/expansion. Ultimately, the valve was fully deployed with the ¿expectation of improved dilation upon final release.¿ but, after full deployment, fluoroscopy showed suspected infolding of the valve. A post-implant bav was performed with a 22 mm balloon but failed to improve the valve¿s expansion. As described by the authors, post-tee revealed ¿heart-shaped¿ infolding and severe paravalvular leak. Consequently, the infolded valve was surgically explanted and successfully replaced with a 25 mm prosthetic valve. No further information was provided pertaining to the evolut fx valve.